Manufacturer narrative:
Correction information: sections: e.1, e.2 & e.3, g.2, b.1, b.2 & h.1, b.5, b.7, a.1, a.2, a.3, d.1, d.4, d.6a, d.5, h.6. Advanced bionics considers this event to be non-reportable. The skin irritation is not believed to be device related. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing skin irritation behind pinna. The recipient presented with flaky, pink and irritated skin. The recipient was prescribed ointment (type unknown) by dermatologist.

Manufacturer narrative:
The recipient reportedly ceased device use and reported that skin healed. When device use resumed, itchy skin reappeared. The recipient is using moleskin to help with skin irritation. The recipient's dermatologist prescribed, ketoconazole shampoo, clobetasol propionate, and clindamycin phosphate for skin irritation. Recipient reported that prescriptions only helped slightly. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.